Event description:
It was reported that the needle broke upon insertion while the clinician attempted to puncture the patient's vein. The portion of the broken needle was removed from the patient's arm without event. The syringe was replaced. As a result, the catheter was placed without event. There were no further patient complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.